Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the egms revealed r wave undersensing following premature ventricular contractions (pvcs). The undersensing event appears to lead to bouts of pacemaker mediated tachycardia (pmt). No programming changes were made. Patient will be monitored via merlin.net.